Manufacturer narrative:
Depositions consistent with low flow were confirmed through the evaluation of heartmate ii left ventricular assist system. The device was returned assembled with the driveline (dl) cut approximately 2.5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow elbow was returned attached to the device with the outflow graft bend relief collar returned as well; however, the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. Examination of the device upon disassembly revealed depositions of hard, denatured clotted blood throughout the inlet stator, outlet stator, and along the body of the rotor. Soft depositions of denatured clotted blood were also found within the inlet elbow and outflow elbow. These depositions appeared to have formed likely due to poor surface washing associated with a low flow event. The hard and denatured areas of these depositions as well as the contact marks which were exhibited on the tapered portion of the rotor indicate these depositions were present while the device was supporting the patient. Additionally, examination of the sealed inflow conduit revealed tissue like depositions admixed with loosely clotted blood within the inlet tube and flex section. Although a root cause for the development of the observed depositions could not be determined through this evaluation, the depositions which were present while the device was operating, would have contributed to the patient¿s reported hemolysis as well as the power elevations and alarm events which were captured through the evaluation of the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported the patient was admitted to the hospital on (B)(6) 2015 with reports of hemolysis, a lactate dehydrogenase level of greater than 3000 u/l, and a plasma free hemoglobin of greater than 1000 mg/l. The pump parameters displayed a low pulsatility index for the last couple of days. The patient was started on heparin. On (B)(6) 2015, the system controller alarmed with low flow and pump stop alarms. The nurse reportedly felt heat while touching the patient's left thoracic wall. On (B)(6) 2015 the surgeon decided to disconnect the pump. And the patient underwent a pump exchange. No additional information was provided.